Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 480 mg/dl while wearing the pod between 25 and 36 hours. Symptoms reported include high blood glucose levels, muscle contractions, fever and pain at the insertion site (arm). The pod was removed from the arm and the patient was treated with fluids, saline and paracetamol utilizing intravenous therapy. The patient switched over to multiple daily injections (mdi) for insulin treatment until further notice. The patient was prescribed nautilium for vomiting and movicolon for bowel movements. The patient was discharged after 5 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed. No problem was found.